Event description:
It was reported that the pt underwent a magnetic resonance imaging (MRI) procedure. The pt's pump was not interrogated following the MRI. Approx 18 hours later, the pt's pump was interrogated and a motor stall was noted. No recovery message was noted. The pump was interrogated three times. Then the event logs noted a motor stall recovery. No pt symptoms were reported. The pt's pump contained dilaudid.